Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed, and it was noted that there was leak in the returned set due to a cut in the tubing. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a solution administration set was leaking from a hole in the tubing. This issue was identified during priming prior to patient use. There was no patient involvement. No additional information is available.